Event description:
It was reported that during the implant procedure, the lead could not be inserted into the device header. The device was replaced. There were no patient complications.

Manufacturer narrative:
The reported field event of the inability to connect the lead to device was not confirmed in the laboratory. The device was tested on the bench and was found to be normal.